Event description:
During initial implant, low pacing impedance, noise resulting in oversensing, and no bipolar sensing was noted on the right atrial (ra) lead. Lead insulation damage was suspected. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of noise, low lead impedance, no sensing and inner insulation damage were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any conductor fracture, but internal shorting was noted. Further testing found the inner insulation was damaged in the proximal region causing internal shorting. The reported events were isolated to damaged inner insulation consistent with procedural damage.